Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a previous revision procedure wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a previous revision procedure wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient had a previous revision procedure wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Sc-1110-02 (sn-(B)(4)) device evaluation indicated that ipg passed visual, electrical and performance tests performed. Sc-1110-02 (sn-(B)(4)) device evaluation indicated that ipg passed visual and electrical tests performed. The complaint was confirmed. Both devices exhibited analog integrated circuit-u1 damage prior to the explant procedure. The patient had a lead revision and the physician used bipolar electrocautery. It was apparent that the devices had been damaged during the revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two ipgs were explanted and a new ipg was implanted. Device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).